Event description:
It was reported that there was an atrial lead warning on a carelink transmission for high atrial impedance. Noise was also seen on the atrial channel. The atrial port is plugged. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found on the save to disk (std) review.